Event description:
Right saline implant deflation. Right baker grade iii capsule contracture. Bilateral explantation, dome and peripheral capsulotomy on right breast, none on left breast. Replacement with another brand due to hutchison ide status.